Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The corrective action involved the replacement of the pump by technical support, while the caller continued to use an out-of-warranty loaner.